Event description:
Plaintiff alleges numerous injuries including, but not limited to the following: respiratory problems, including anaphylactic reactions, and related mental and emotional distress of a permanent and continuing life-threatening nature.